Event description:
It was initially reported that the device tore the skin graft harvest. Additional clinical information determined that the issue occurred during a surgical procedure. The device was not producing a graft with the correct thickness. It was confirmed that there was no patient harm/injury; however, the device was producing irregular skin grafts. An alternate device was retrieved and used to complete the surgery.

Manufacturer narrative:
The device was manufactured on 8/25/1994 and has no repair history at zimmer surgical since july 2011. Investigation revealed damage to the head and control bar. Prior to repair, the device operated within motor speed specifications the device did not meet calibration or side to side specifications at the zero thickness setting. Repair of the device included replacement of the head, control bar, calibration shaft, swivel and standard repair parts. Post repair analysis revealed corrosion to the head, motor casing, swivel, reciprocating arm and bearings. The reported event was not reproduced during testing; however, the damage to the head and control bar, most likely due to improper handling by the user, could have led to the reported event. The customer should be aware, per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer.